Manufacturer narrative:
While on the phone with dario's representative, the user was offered to troubleshoot in order to further investigate this issue, however the user refused to troubleshoot or continue to share any details regarding the incident with dario's representative. In addition, the user reported that she is no longer interested in using the dario meter. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On october 19th, the user contacted dario to report high blood glucose (bg) readings. The user reported that prior to contacting dario, she had been receiving high readings during the week, with a bg reading of 541 mg/dl from her dario meter. Due to the high readings, the user called her doctor, who instructed her to go to the emergency room (ER) where her bg level was measured with the ER's meter which read 234 mg/dl. In the ER, the user was given an IV, which lowered the user's glucose level. In addition, the user's dosage of glipizide was reduced and metformin was added to the user's medication usage. While on the phone with dario's representative, the user mentioned that she made an additional visit to the ER that same week, however would not supply any additional information regarding the other ER visit.